Manufacturer narrative:
(B)(4). The lot 12k052 was manufactured from october 16, 2012 to october 17, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was available at the plant for evaluation. No defect was observed during visual inspection. A functional leak test was subsequently performed by filling the unit with green colored water and observing for leakage. As a result, no evidence of leakage was observed at the flow restrictor nor from any other part of the unit. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed at the flow restrictor of a large volume infusor during patient infusion of an unknown solution. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available. This medical device report is report 1 of 2.